Event description:
Caller reported a cgm error 42 with their device. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with instructions to reset the pump, but the error persisted, leading to the decision to replace the pump under warranty. The customer was instructed on how to put the pump into storage mode before returning it and agreed to return the problematic pump using a pre-paid label within 10 days.